Manufacturer narrative:
Inspected four opened or used sensors. Performed bicarbonate buffer test and sensors passed per inspection with accurate readings. Visual inspection found all cannulas in place.

Event description:
The customer called to report calibration error alarms. The customer then stated that she believes the sensor may have broken off underneath her skin. The customer noticed that the sensor was missing when she removed it from her skin. Advised the customer that she may need to seek medical attention, and have an x-ray done. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.